Manufacturer narrative:
Approximate age of device ¿ 3 years, 2.5 months the pump was not returned for evaluation. No specific device related issues were reported. A correlation between the device and the reported event could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016. The patient was found unresponsive in the house by family. The patient reportedly had been active and not experiencing any problems prior to expiring. The device was reportedly operating as expected with all connections intact and no active alarms when the patient was found. It was reported that it seemed like the patient had passed away possibly days before being found. No further information was provided.